Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On september 6th, the user contacted dario to report high blood glucose (bg) readings. The user reported that she received from her dario meter a high bg reading of 273 mg/dl compared to 103 mg/dl from her non-dario meter. The user also reported that her husband measured his bg level with the dario meter and received a reading of 241 mg/dl. Due to this high reading, the husband went to the emergency room (ER) where his bg level was tested with the ER's meter which read 98 mg/dl.